Event description:
It was reported that inappropriate hv therapy was delivered due to noise on the lead. The sensed signal led to vf being diagnosed. Antitachycardia pacing and hv therapy were delivered. The hv therapy induced vf, and the second hv therapy defibrillated the patient and returned to sinus. When the patient received the shock, the patient hit her head and bleeds. A CT scan will be performed. Further information notes that the noise was replicated with isometrics and revising the lead was suggested. No further information available.

Manufacturer narrative:
(B)(4).